Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting which included bench handling and defib functional stress testing on an analyzer using the returned external paddles without duplicating any malfunction. Review of the device activity logs did not show any evidence to support any defib charges/ discharge events on the date in question. Our investigation concluded the report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 64 year-old-female patient, the device failed to discharge. Complainant indicated that the clinician performed CPR to continue treating the patient. On the third attempt to shock the patient, the selected energy was delivered. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. Please refer to the attached user medwatch report that zoll medical has received. (B)(4).

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device failed to discharge. Complainant indicated that the clinician performed CPR to continue treating the patient. On the third attempt to shock the patient, the selected energy was delivered. Complainant indicated that this was a life threatening event.